Event description:
The pt reportedly is experiencing pain and sound quality issues. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Testing showed that the pt's device is functioning. CT completed on (B)(6), 2012 was negative for abnormalities. Surgery to explant the pt's device is being considered.